Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported 'left side device is deflated/collapsed. Patient is also reporting pain.' Device remains implanted. This record relates to left side.

Event description:
Patient reported left side "no contracture or rupture appears on my diagnostic tests, but the prostheses are permanently painful and incandescent as if there were an ongoing inflammation. The esr on my blood tests is high and my doctor has good reason to believe that it is the textured prosthesis that causes this constant inflammation in my body. I wouldn't want it to be a prelude to the large cell lymphoma that these prostheses could cause and for which they were withdrawn from the market. I am afraid that my body is about to reject these prostheses." The event of rupture has been confirmed not to have occurred.